Event description:
Same case as MDR ID: 2134265-2014-06601, 2134265-2014-06602. (B)(6) clinical trial. It was reported that the patient experienced thrombosis. In (B)(6) 2010 the patient¿s qualifying condition was unstable angina and was referred for elective cardiac catheterization. The 95% stenosed and 28mm long target lesion was located in a severe diseased mid left circumflex artery (present between 1st obtuse marginal and posterior descending artery) with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilation and placement of a 3x32mm promus element study stent. The promus element stent was post dilated with a 4.0x8mm and 4.5x15mm quantum maverick balloons at high pressure. Following post-dilatation, residual stenosis was 0%. Ivus confirmed good apposition, however; there appeared to be an occlusion in the distal part of the left- posterior descending artery. Attempts at rewiring were unsuccessful and a double bolus of integrilin was given. The patient was discharged the following day on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. Date of birth: 1949. Device evaluation by manufacturer: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).